Event description:
It was reported that restenosis occurred. On (B)(6) 2025, the patient presented to hospital with shortness of breath and chest pressure. At the time of event, the patient was on aspirin and clopidogrel which were continued. The patient was diagnosed with recurrent angina. Diagnostic coronary angiography revealed 80% in stent restenosis (isr) at the right coronary artery (rca). The ostial lesion was successfully treated with 3.50 mm x 30 mm and 3.00 mm x 12 mm agent dcb balloons successfully. During the same procedure, in stent restenosis at the mid-distal rca was treated with a 3.50 mm x 20 mm agent dcb device. Post revascularization, the residual stenosis was noted as 0% and timi flow was 3. On (B)(6) 2025, 70% in-stent restenosis at the mid rca was treated with percutaneous coronary intervention devices. Post revascularization, the residual stenosis was noted as 0% and timi flow was 3. The event was considered to be resolved/recovered.

Manufacturer narrative:
Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.